Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. The external visual inspection revealed a slice on the electrode near the electrode ground ring and an extruded contact pad on an electrode prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed multiple broken electrode wires in the fantail region. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode confirmed tensile breaks across all electrodes in the fantail region. The photographic imaging inspection and scanning electron microscopy analysis revealed broken wires in the fantail region. It is believed that these breaks caused the open impedances across all electrodes and lack of response to simulation reported. A corrective action was implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced open electrodes. The recipient's device was explanted.